Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. The pump was received with a broken retainer ring. Unable to insert a test p-cap and reservoir into the reservoir compartment since the retainer ring protrudes into the opening. The following were noted during visual inspection: cracked retainer ring bent inwards, partially detached retainer ring, crack in the battery tube threads, keypad overlay texture damage. The pump was received without a battery cap. In summary, the customer¿s report of a crack in the case was crack in the case was confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1711k. Customer reported physical damage crack or scratch on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1711k was requested and customer response was the device will be returned.